Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed setscrew marks on terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedance measurements from 813 to 474 ohms and poor sensing. An x-ray did not reveal any lead dislodgement. An induction test was done during which it was noted that the lead was unable to sense the induced ventricular fibrillation (vf). The physician then suspected a micro-dislodgement of the lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.